Event description:
The customer reported she loaded the aq2010v silicone three piece lens herself without issue and after the surgeon placed it in the eye a crack was observed. The incision was slightly enlarged, the lens was removed and the replacement lens was implanted. Sutures closed the wound. The customer was concerned with the material on this lens.

Manufacturer narrative:
Pt weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product confirmed the optic was cracked and there was evidence of a clear surgical residue. The lot number of the cartridge was provided #1299219 conclusion: based on the complaint information and the evaluation of the returned product, a specific root cause of this event could not be determined. Qe has opened an investigate issues involving cracked or stiff optics on the silicone lenses. Once the investigation is complete a supplemental medwatch will be submitted. (B)(4).